Manufacturer narrative:
Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted log file confirmed a pump stop event; however, a direct cause for this finding could not be conclusively determined through this evaluation. Additionally, a review of the submitted photos confirmed the reported damage to the driveline. The submitted log file captured a pump stop event while the patient was supported by power module. This event was associated with low speed advisories, low speed hazards, low flow hazards, and pump off alarms. Based on previous complaint experience, the low speed and pump stop events could be indicative of a potentially compromised driveline. A plan was made to continue to monitor and the patient remains ongoing on heartmate ii left ventricular assist system (lvas). No further events have been reported at this time. The relevant sections of the device history records, driveline were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) and the heartmate ii patient handbook are currently available. Section 4 of the IFU, ¿system monitor¿, provides more information regarding pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 6, under ¿caution!¿, further explains that physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, can result in reduced pump flows as long as the condition persists. Sections 6 and 8 of the IFU, as well as sections 4 and 6 of the patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. However, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage, as well as the how to respond to such events. Section 7 of the IFU and section 5 of the patient handbook address hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Driveline damage was initially reported. The previous driveline repair was reported under MFR 2916596-2023-01365. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented to clinic for a routine check-up and interrogation revealed a pump stop lasting a few seconds. It was later communicated that the pump stop was a result of a damaged driveline. The patient stated that they went for a dressing change at their primary care physician office and the nurse cut into the driveline with scissors. The damage penetrated the outer sheath and left the shielding visible. The damage was noted to be between the exit site and a prior driveline repair site. Rescue tape was applied to the site of the new damage. The patient was asymptomatic and there were no further pump stops or alarms.